Manufacturer narrative:
Concomitant medical products: product ID: 3889-28. Lot#: 0218483808. Implanted: (B)(6) 2019. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported a loss of therapy effect and painful stimulation. It was reported that symptoms reoccurred about one week prior. The patient could increase stimulation amplitude, but did not perceive the stimulation with the available stimulation programs. When configuring stimulation on other electrodes (especially electrode 1 and 2), patient reported painful stimulation inside the vagina at about 2.5-3 volts. It was described as a painful burning feeling. Factors included the patient lifting a very heavy person with about (B)(6) body weight. Afterwards, stimulation was not perceived anymore and symptoms re-occurred. Impedance measurements showed all electrodes in normal range (about 1500 ohms). Confirmed that there was no obvious lead location change at the time of implant and event. The stimulation was turned off and troubleshooting included a revision of the lead which was scheduled for (B)(6) 2020. The issue was not resolved. Additional information received reported that a revision surgery took place on (B)(6). The lead was disconnected and every electrode was checked with mini-hook. Adequate motor response was generate with low amplitudes (1-1.5 volts) on three of four electrodes. Even after connecting the lead back to the implantable neurostimulator (ins), motor response could be generated. The lead nor the ins were explanted and no product would be returned. This had been decided by the healthcare professional (hcp). Reprogramming was performed on (B)(6). Until now, no therapy effect can be determined.